Event description:
The reporter contacted animas on (B)(6) 2010, alleging that the ok keypad button presses did not activate desired pump functions. The reporter contacted animas on behalf of her son (the patient). She claimed that the ok button was stuck. The reporter claimed that the issue started on (B)(6) 2010, and was noticed by a nurse at school. She also claimed that the keypad started peeling a month prior to contacting animas on (B)(6) 2010. The reporter claimed that a bolus was cancelled and the patient only received 2 or 3 units. The reporter indicated that a nurse administered the remainder of the bolus with an insulin pen. The reporter indicated that the patient's blood glucose (bg) on the morning of (B)(6) 2010 was 212 mg/dl which she mentioned was ok. The patient reportedly did not have symptoms of nausea, vomiting, or shortness of breath with the bg elevation. The patient was also reportedly removed from the pump on (B)(6) 2010, at 5:15pm and put on a backup plan. The reporter alleged that the pt woke up "hi" the next day and had ketones, nausea, vomiting, and a bg level greater than 600 mg/dl. At that time, the reporter was reportedly using novolog insulin pens. The reporter also reportedly got lantus for the patient. The patient's last injection was on (B)(6) 2010 at 9:45pm. The reporter denied that the patient received medical intervention. This complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms suggestive of severe hyperglycemia after the alleged issues began.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.